Event description:
It was reported that during a prostrate procedure, the first fiber had "diminished vaporization and fiber cap detached." A second fiber was used which "overheated, and went to standby error." The physician completed the case with a turp. Pt outcome: no damages to the pt.